Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal baclofen (unknown) at an unknown concentration and dose, fentanyl 12500 mcg/ml at an unknown dose, and bupivacaine at an unknown concentration and dose via an implantable pump for chronic low back pain and spinal pain. It was reported that the pump was being refilled on (B)(6) 2017. The manufacturing representative noticed the hcp was not using a refill kit from the device manufacturer, so they offered to bring one. Upon interrogation of the pump, the pump was already empty as they had waited until the last day to do the refill; according to the physician programmer, the pump alarm was sounding. During the refill, it appeared the hcp injected the drug in the pocket instead of the pump. This led the patient to lose consciousness for a brief period. 911 [emergency services] was called by the hcp¿s staff, and the patient was taken to the hospital. The patient recovered and was called on (B)(6) 2017 for another attempt at a refill. This time, the supervising hcp was going to do the refill himself. Again, they did not wish to use the device manufacturer¿s refill kit even after the manufacturing representative insisted on several occasions. The hcp struggled finding the refill port for several minutes, then he injected preservative free normal saline in the pump and aspirated to confirm if he was in the pump or not. After the patient was refilled, the manufacturing representative could notice the patient did not appear okay, so they brought it to the hcp¿s notice. The hcp said it was normal and left the room. The manufacturing representative waited there for another 15 min and even requested the hcp to see the patient again because the manufacturing representative felt he was getting more drowsy and losing orientation of where he was. Again, the manufacturing representative was told it was fine and that he would observe him there for some time. After two hours roughly, the manufacturing representative received a call from the hcp saying he did not feel comfortable regarding the patient¿s situation, and they were sending him to the hospital for overnight surveillance. The hcp asked the manufacturing representative how to turn the pump off or lower it. They were not sure what they wanted to do. It was not known if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved. It was unknown if surgical intervention occurred or was planned. The patient¿s medical history was unavailable. No further complications were reported/anticipated. It was noted that the patient was sent to the hospital twice for the same [refill] procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The cause of the difficulty aspirating was not established. The cause of the patient¿s symptoms after the 2nd refill was not determined despite ultrasound, CT scan, and x-rays. The issue had been temporarily resolved in that the patient had returned to baseline. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the first hcp reported the patient had been taking oral baclofen for leg cramping for the past 2 years. The hcp stated on (B)(6) 2017, the patient had a refill, and it was decided to add baclofen to the pump. The hcp stated approximately 20-30 minutes after refilling the pump, the patient developed sedation disoriented. The hcp stated narcan was used, and the patient responded to that. The hcp stated the patient was hospitalized, and there was a question about a partial pocket fill of medication. The hcp stated the dosing was decreased. The hcp stated that was the second time that had happened at a refill. The hcp stated on (B)(6) 2017, he attempted to aspirate the reservoir, but was unable. The hcp stated at the previous refill, he was able to aspirate, but did not get the full 20 ml out of the reservoir. The hcp stated that patient was difficult to refill due to scar tissue. The hcp was wondering if there was any troubleshooting he could do to check the pump. The change in therapy/symptoms was considered sudden. The dosing at the time of the symptoms was fentanyl 4506 mcg/day, bupivacaine 9.012 mg/day, and baclofen 360.5 mcg/day. The pump currently contained fentanyl with a concentration of 12,500 mcg/ml at a dose of 4307 mcg/day, bupivacaine with a concentration of 25 mg/ml at a dose of 8.614 mg/day, and compounded baclofen with a concentration of 1000 mcg/ml at an unknown dose. An x-ray technician called (B)(6) 2017 to inquire about what type of x-ray to get on the patient¿s pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.